Event description:
It was reported that there was an unknown error on a flogard pump. The alarm occurred without patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The reported issue was found to be a door open/close clamp alarm. The cause was determined to be the broken door. The door was replaced to correct the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.